Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that when the cardiac resynchronization therapy pacemaker (crt-p) was implanted they were bleeding internally. They noted that they had to go in twice to remove the blood. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the internal bleeding was not related to the crt-p implant procedure, there was less than 10 cc of blood loss that occurred. There was no internal bleeding, and no hematoma evacuation that occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.